Event description:
It was reported that cartridge alarm 20 occurred during pump use and caller had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty.